Manufacturer narrative:
For OEM/zba: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd interlink ext 1 adapter line leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿connected with a line and gave the patient replacement fluid and antibiotics. Then leakage occurred from the connection. The septum of the q-syte was defect and drug leaked from there.¿